Event description:
In 2007, it was reported to boston scientific corporation, that a procedure to place a wallstent rx biliary stent was performed on a female pt (age unk). According to the complainant, the pt presented with a cbd (common bile duct) "obstruction which consisted of a very tight lesion located near the hylar region." The physiciain deployed the stent and as the delivery sys was being removed, "the tip of catheter stuck with the end stent (at the hylar site)," precluding the physician's ability to remove the device. Reportedly, as the physician attempted to withdraw the catheter, the inner catheter broke, leaving it in the cbd with approx 3 to 4 inches extending into the duodenum. The complainant stated, that the physician "decided to cut [the] catheter as much as possible with [a] snare connected with [an] electrical supply." After sparks were noted coming out from the catheter, the physician aborted the attempt at cutting the catheter. Subsequently, the physician "gave up removing catheter fragment" and left the catheter in place. At the conclusion of the procedure, the pt's condition was reported as "normal." According to the complainant, the physician intended to follow up with the pt after a few days, hoping the stent would have expanded and the catheter would be "easier to remove."

Manufacturer narrative:
The device has been received, but an eval has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. In addition to the device evaluation, a review of the device history record and the product family complaint trend report are in progress; results will be provide in a follow-up medwatch report.